Event description:
It was reported that the deep brain stimulation (dbs) patient experienced asymptomatic symptoms soon after the lead implant procedure. A computed tomography (CT) image taken revealed a sub dural hematoma below the lead entry point. It was noted that the hematoma may have been related to the lead placement per the physician's assessment however is a known inherent risk of the procedure. The patient underwent a procedure several days later where the hematoma was evacuated before completing the procedure. The patient was admitted and under the care of their physician however was discharged. The lead remains implanted, and the patient has made a full recovery.

Manufacturer narrative:
Block d2b: additional pro code nhl, pjs.